Manufacturer narrative:
Per internal review on 29-may-2024, the coding was downgraded to reflect the "material too soft / flexible ((B)(6)) medical device problem code. It was determined that the issue was related to resistance with femoral insertion. The coding that was originally applied was "break" (a0401), and that is not the most accurate description of what occurred. The device did not break. As a result, the FDA-reportable coding does not apply and no further reports will be sent for this complaint. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, bwi received additional information regarding the event. The tip was smooth until the medical team attempted to advance. The resistance was noted after the advancing attempt. After that point, the outer material was bunching. There were no lifted or sharpened electrodes. The resistance was not between the devices but was against the vasculature. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the medical team identified difficulty advancing the device into femoral vein. Second operator scrubbed to assist but they also felt that the sheath had abnormally movement. After continued difficulty, the vizigo was removed for inspection and there was visual bunching and peeling back of the outer material when the operator felt along the tip and shaft. A new vizigo was used to continue the procedure. The delay was approximately 15 minutes. The procedure was completed without patient consequence.